Manufacturer narrative:
(B)(4). Pump was received with a constant pump error alarm during the rewind, problem isolated to motor assembly. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm during the rewind test. The motor was tested outside of the device and passed. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received an insulin pump error alarm. They ran load reservoir and fill tubing process and the alarm did not occur again. The self test was okay. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.